Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: the following pump was reported to us with "not reading the cassette and says air in line when line doesn't have bubbles." No patient harm was reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.